Event description:
On (B)(6) 2013, the pt underwent a left carotid endarterectomy with patch. The pt returned to the hospital on (B)(6) 2013 complaining of pain, erythema and presented with purulent drainage from wound. An ultrasound showed concern for underlying fluid collection. Pt was taken back to surgery on (B)(6) 2013, for left neck exploration with drainage of abcess, removal of bovine patch and redo of left carotid patch angioplasty with saphenous vein along with sternocleidomastoid rotation muscle flap. Pt was discharged from the hospital on (B)(6) 2013 to rehab center with PICC line for antibiotic therapy.